Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip: cds02st (lot # 10180170, serial # (B)(4)). The clips remain in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch reports, additional information was received indicating that the cause of death was cardiopulmonary failure and congestive heart failure. Two months prior to the patient death, the patient was hospitalized for suicidal ideation, weakened swallowing, and viral gastroenteritis from (B)(6) 2013. The patient was hospitalized again prior to his death due to cecal volvulus and ischemic bowel. The physician has indicated these reported events, including congestive heart failure and patient death, are not related to the mitraclip or the clip procedure. The information regarding the patient death was obtained from a follow-up conducted during a clinical trial. This death report was initially filed when the relationship of the event to the mitraclip was unknown.

Manufacturer narrative:
(B)(4). Coding has been revised as the physician indicated the reported patient effects were not related to the device or procedure.

Event description:
It was reported that on 2/22/2013 two mitraclips were implanted reducing the functional mitral regurgitation (mr) from 4 down to 2. On (B)(6) 2013 the patient expired of unknown cause. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the cds and the device was not returned. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known potential complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.